Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "helium loss alarm" is not able to be confirmed. The distributor's technician checked the pump and could not reproduce the issue. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported "helium leak alarm occurred during use on a patient. Therefore, the intra-aortic balloon pump (iabp) was replaced by a back-up one, and the catheter was exchanged with a new one. The device was already checked by the dealer's technician, but the reported issue was not confirmed. There was no patient death or serious injury or reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "helium leak alarm occurred during use on a patient. Therefore, the intra-aortic balloon pump (iabp) was replaced by a back-up one, and the catheter was exchanged with a new one. The device was already checked by the dealer's technician, but the reported issue was not confirmed. There was no patient death or serious injury or reported.